Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had 2 peripheral (off-label) scs leads from the same lot. It was reported the patient experienced ineffective stimulation. As a result, the scs system was explanted and replaced. Effective stimulation was restored with the surgical intervention. Additionally, it was reported the scs ipg was electively explanted and replaced with a different model to take advantage of new technology.